Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was part of a system revision due to infection with sepsis. Reportedly, the culture result came back positive for infection and the physician decided to pull out this lead which had just been implanted. The lead was explanted. There were no additional adverse patient effects reported.